Manufacturer narrative:
Results: two (2) tubes were returned that had droplets 2mm or greater that were measured with the tappi chart. Photos also confirmed the droplets. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5175929. Conclusion: the indicated failure was confirmed. Root cause: in rare cases where assembly machine misalignments occur, additive favors one side of the tube. The additive can then coalesce together to make the indicated droplets.

Event description:
It was reported that bd vacutainer® k2edta tube had an edta clump on the inner wall of the tube. No injury or medical intervention reported.